Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer provided a blood glucose (bg) of 209 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. Upon follow up, the customer indicated that the battery depletion rate had gone back to within normal parameters, and declined further assistance from tandem technical support.